Event description:
It was reported that the intraocular lens (iol) was explanted from patient's right eye as the lens was dislodged in the eye. A competitor lens of 17.5 diopter was used as the replacement. In addition, a vitrectomy was performed and sutures were used. The procedure was completed successfully. The patient outcome is unknown. No further information was provided.

Manufacturer narrative:
Pt info: unknown/asked but unavailable. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - clinical code: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: device available for evaluation: yes section d9: returned to manufacturer on: mar 25, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was cut in half. The lens was cleaned, and no further issues were observed. Due to the returned condition of the lens (cut in half) no further product evaluation could be performed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.